Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D6: implant date unknown / not provided. D9: device availability unknown / not provided. E1: reporter phone: (B)(6). G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that there implant had not friction with the driver, it fell down during placement. A new implant was placed to complete the procedure.